Event description:
It was reported to philips that the device failed operational check (defective capacitor). The customer requested to return the device to the bench for evaluation and repair. It is unknown if the device was being used on a patient at the time of the issue. It is also unknown if there was an adverse event to a patient or user was reported.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.